Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event with a nadir cgm value of 60 mg/dl about 20 minutes after eating, treated with oral carbohydrates of unspecified amount, and a later glucometer check showed 168 mg/dl; the user noted correct meal announcement and that contacts did not receive low alerts, for which notification settings were reviewed. Symptoms included shaking. Outcomes included an unexpected need for medication in the form of oral glucose, without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.